Manufacturer narrative:
The cc cuv dry tip was replaced which resolved the issue and was determined the likely cause of the discrepant result. No additional result issues have been reported since the part was replaced. The instrument service history review revealed no additional service tickets associated with the issue. A review of tracking and trending did not identify any trends for the complaint issue. A review of the scorecard identified no similar issues related to the architect c8000 processing module or likely cause parts as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency for the architect c8000 processing module serial number (B)(6) or the cc cuv dry tip was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c8000 processing module for one sample. Results provided: (customer provided normal patient range is 0.66 - 1.07 mmol/l) sid: (B)(6) original result 1.7 mmol/l, repeat result = 0.51 mmol/l, repeat on another system = 0.52 mmol/l. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c8000 processing module for one sample. Results provided: (customer provided normal patient range is 0.66 - 1.07 mmol/l) sid: (B)(6) original result 1.7 mmol/l, repeat result = 0.51 mmol/l, repeat on another system = 0.52 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.